Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they needed help clearing battery out limit alarm and resetting the date and time. The customer's blood glucose level was 493mg/dl. The customer treated the high with manual injection. The customer was assisted with rewinding the pump and changing infusion set. No further assistance needed.